Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. The device remains implanted and therefore no product evaluation has been performed. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2025, a patient with an extreme tortuous common iliac artery was treated with gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis. Gore® excluder® iliac branch endoprosthesis (both the iliac branch component and the internal iliac component) was placed successfully. The main body (gore® excluder® aaa endoprosthesis - rlt261412) was placed, the contralateral leg cannulated, and two bridge limbs were placed. These two bridge limbs (gore® excluder® aaa endoprosthesis, stent graft contralateral leg components) were reportedly necessary due to the angulation and difficulty interpreting the needed length. The ipsilateral side of the main body was also extended with a flared limb. When ballooning it was clear that the bridge limb was disconnected from the main body (no migration of the main body). There was no wire through the limb, therefore impossible to cannulate the contralateral leg of the main body. The physicians decided to convert the patient to open and make a hand made end-to-end anastomosis from the bridge and the contralateral leg, this so they didn¿t have to explant all the devices. The proximal part of the bridge limb (plc271200) was sewn to the contralateral leg of the main body (rlt261412). After the anastomosis was dry, patient was closed. A follow up cta is planned in the next 48 hours. It was additionally reported, that physicians think that the disconnection is due to the extreme elongation the limb, and not a device failure.

Manufacturer narrative:
It was reported that the follow up cta after 48 hours showed good results and the patient is doing well. In regard to the investigation results and the conclusion from the physician, the cause of this event is related to procedure, making the previous statement "based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause." Obsolete. Updated h6: added medical device problem code a051201.